Event description:
It was reported that the lens was removed from the pt's right eye intraoperatively due to an anterior capsule rent noted after iol insertion. According to the surgeon, elevated vitreal pressure was the likely cause of the event. Please reference MDR#: 2031924-2013-00140 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but was not returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.